Manufacturer narrative:
The functional testing of the returned quattro catheter (lot # 155959) was performed and there was no device malfunction observed. The catheter worked as intended. A visual examination of the returned catheter was performed and found no physical damage to the catheter. A functional pressure leak test of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, and no issues were observed. The balloons did not leak during inflation and deflation. Event of bleeding was not serious, the patient did not require treatment, and event resolved without sequelae. Event was probably related to the zoll catheter due to relevant timing and location at insertion site. Bleeding at insertion site is anticipated event and could potentially occur with usage of any catheter. The event is probably related to the device and is not related to the procedure. Additional information, correction, b5: (describe event or problem) was updated based on the received quattro catheter lot # 155959.

Event description:
After 40 hours of ivtm therapy for a patient with cardiopulmonary arrest, the therapy was paused and the start-up kit (suk) (lot # 158572) was disconnected from the quattro catheter (lot # 155959) for the patient examination and connected back 30 minutes later to continue the therapy. Per the reporter, the pinwheel was spinning after the catheter was reconnected to the suk and no kinks or obstructions to the suk tubing were noted. The customer observed bleeding from the catheter insertion site. The pressure was applied to mitigate the bleeding. Twenty minutes after the therapy restarted the user heard a bursting noise and the lfl tube portion of the suk just after the rotor pump was observed swollen and torn with saline leaking externally. The thermogard console generated the air trap alarm and the therapy was stopped. The customer verified that the catheter was secure and in the correct depth position. The customer suspected the catheter leak. The catheter was removed from the patient, however, after performing a balloon leak test on the catheter, the saline leak was not confirmed. The treatment was continued using the alternative temperature management device (blanket roll). The customer did not provide the reason for not continuing the ivtm therapy, however, the console was confirmed to be functional. In addition, the customer reported the bubbles in the suk and water droplets formation inside the lid of the roller pump after the second day of the treatment.

Event description:
After 40 hours of ivtm therapy for a patient with cardiopulmonary arrest, the therapy was paused and the start-up kit (suk) (lot #158572) was disconnected from the catheter for the patient examination and connected back 30 minutes later to continue the therapy. Per the reporter, the pinwheel was spinning after the catheter was reconnected to the suk and no kinks or obstructions to the suk tubing were noted. The customer observed bleeding from the catheter insertion site. The pressure was applied to mitigate the bleeding. Twenty minutes after the therapy restarted the user heard a bursting noise and the lfl tube portion of the suk just after the rotor pump was observed swollen and torn with saline leaking externally. The thermogard console generated the air trap alarm and the therapy was stopped. The customer verified that the catheter was secure and in the correct depth position. The customer suspected the catheter leak. The catheter was removed from the patient, however, after performing a balloon leak test on the catheter, the saline leak was not confirmed. The treatment was continued using the alternative temperature management device (blanket roll). The customer did not provide the reason for not continuing the ivtm therapy, however, the console was confirmed to be functional. No consequences or impact to the patient.in addition, the customer reported the bubbles in the suk and water droplets formation inside the lid of the roller pump after the second day of the treatment.

Manufacturer narrative:
The zoll icy catheter was not returned to zoll for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Event of bleeding was not serious, the patient did not require treatment, and event resolved without sequelae. Event was probably related to the zoll catheter due to relevant timing and location at insertion site. Bleeding at insertion site is anticipated event and could potentially occur with usage of any catheter.